Manufacturer narrative:
Other applicable components: product ID 3093-28, lot# va03zv2, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that impedance was on all electrode configuration. The patient had a returned of symptoms. It was also reported that the lead was broken in two and broke at the entry point to the ins. The lead was also twisted. The device was replaced and the patient was doing well. There was no visible or sensory injury to patient. The issue was reported resolved and the patient status was alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.